Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
New information received stated that during the cycle when a sealing issue occurred normal end tones were heard. No quantity of blood loss was measured but more than usual. The case was aborted entirely.

Manufacturer narrative:
One used lf1637 ligasure device was received, and evaluation of the returned sample could not confirm the reported issue. Visual inspection found no defects. The device was activated multiple times on porcine kidney samples, pressing the button in various locations on a range of vessel sizes to detect any activation issues. All seal cycles were completed satisfactorily, and a visual seal effect with an end tone was observed for each application. The investigation found the device to function normally and within specifications. There are factors during use that can affect seal quality, and the instructions for use included with this product lists measures to ensure sealing effectiveness. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, the device had a sealing issue. The issue resulted in bleeding on the short gastric vessel. Because of the issue, the sleeve gastrectomy was aborted. No patient injury occurred or medical intervention was required.